Event description:
On 07/03/2015, the reporter contacted animas and alleged that the patient experienced a blood glucose of 472 mg/dl with small ketones and nausea associated with a remaining insulin reading issue. Reportedly, the patient remained on the insulin pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support, it was reported that there was more than 20 units difference in the amount of insulin that remained in the cartridge and the reading on the pump screen. This report is being made due to the bg excursion the patient experienced while on insulin pump therapy.

Manufacturer narrative:
Follow-up #1: date of submission 09/02/2015. Device evaluation: the device has been returned and evaluated by product analysis on 08/13/2015 with the following findings: the black box showed that the pump was manually suspended on (B)(6) 2015 at 21:50; deliveries never resumed. There was no debris observed in cartridge compartment. The pump powered to verify screen with audible and vibratory features. A rewind and load cartridge was performed successfully, then primed cartridge to 45u. The cartridge was then removed and verified the cartridge was at 45u. The cartridge was reinstalled and another rewind and load were completed and the piston correctly stopped at 45 units and the display correctly read 45 units. The daily insulin delivery totals correctly reflected the user's programmed basal rates. The pump passed a delivery accuracy test and was found to be delivering within required range. The pump cover was removed and there was no evidence of internal moisture or debris or defects found. The original complaint could not be duplicated or confirmed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.